Manufacturer narrative:
Since dec-2023 a new tool was being used to make false bottom tubes, changing the injection point and causes light reflections in the tubes. Light reflections in the false bottom tubes trigger false "foam detection" alarms on the cobas e801 analytical unit, causing delays but not incorrect results. An improved injection molding tool was being developed to address this light reflection issue. The customers were informed not to use the standard false bottom tube lots from the affected tool for measurements on cobas e801 analytical unit. They can be clearly identified by a "3" in the third position of the lot number (xx3xxxx). All other lots are not affected.

Manufacturer narrative:
The pth reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation about delayed intraoperative results for 4 patients' samples tested for parathyroid hormone (pth) on a cobas e801 analytical unit. The customer also alleged that the delay was due to the use of defective false bottom tubes. The customer received foam alarms and had to run the patients' samples offline in hitachi cups to obtain the results.